Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 809:00, which interrupted delivery, was confirmed during product evaluation. However, the root cause was not identified. The pump head module (phm) was replaced as a precaution. The user interface module software version is 5.08.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 809:00, interrupting delivery. There was no patient involvement. The user interface module software version of this device is unknown. No additional information is available.